Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1998. The device was returned to baxter and an evaluation was completed. A review of the event history log revealed no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with no issues noted related to reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed on the device. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) events were identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.